Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had split nut damage. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a, g, b, c, d grids. Device available for eval, device return to manuf, device eval by manufacturer? Omit:g07001 - part/component/sub-assembly term not applicable, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had split nut damage. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had split nut damage. There was no patient involvement.